Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reported that their scs device wasn't working and would like to have it removed. The patient had to leave and indicated that they would call back. No further information was collected. There were no symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.